Event description:
It was reported that a c4612s cusa excel tip and flue had a defect. The defect was described as follows: "tube (flue tubing) was blocked and closed". The product was not in contact with the pt; however, he was anesthetized for brain tumor surgery when the problem was detected. The issue increased the surgery time by 15 mins. They finished the surgery by using the same unit with another tubing set. The pt was not injured.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based on the reported info.